Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer found that the drawer 3.1 auxiliary drawer was failing and that several pockets were not staying secured. The fse removed the back cover, reseated all cables, and replaced the auxiliary drawer 3.1 retractor band. The drawer was tested using the hardware test application, during which row boards b and d were found to be damaged. The fse replaced both row boards and tested the system, which functioned properly. The customer verified that all drawers and pockets were working perfectly. The system was also tested in the application by inventorying several medications without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed repeatedly. The customer attempted recover, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.